Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.